Event description:
Customer alleged discrepant blood glucose results of 400 mg/dl on the advantage system compared to 30 mg/dl when testing was performed on a professional meter within 10 minutes. The customer reported being hospitalized and was given an unknown treatment. A request was made for the return of the suspect device and replacement product was sent.